Event description:
A user facility experienced under/no delivery with an eletromechanical ambulatory infusion pump. According to the complainant, the pump has been out of service since last year, awaiting repair. The complainant nor other staff members at the clinic could provide details related to the alleged malfunction. However, the complainant did indicate that there was injury associated with the event.